Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states chair was veering and joystick was hard to turn on and off. New int controller/joystick appears to have wrong programming in it.